Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed leaking from reagent probe a and replaced the vacuum valve (solenoid valve) which resolved the leak issue. No further leaking was observed by the fse. (B)(4).

Event description:
The customer reported a leak from reagent probe a on a unicel® dxc 600 pro synchron® system. The customer stated the leak was uncontained with approximately 100ml of fluid leaking from the probe to the laboratory floor. The customer inspected the instrument for loose fittings or tubing, when none were found a service request was generated. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.